Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a fracture of trochanteric femoral. During the surgery of dynamic hip screw, the doctor attached the drill tip to jacobs chuck in order to reaming of femoral head, but it could not be drilled correctly even as he made several attempts to attach. The doctor verified the drill tip after surgery and he found it to be slightly bent the apex toward. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Lot number reported: 340256: is not a viable lot number. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
A review of the device history records was completed on 01/27/2014 and no complaint related issues were found. The visual inspection performed as part of the complaint handling unit investigation on 01/30/2014 of the returned drill bit revealed the device was worn out at the tip. The drill bit was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. Blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. Further investigation has shown that this instrument was manufactured in june 2010 according to the specification. The complaint condition is likely the result of normal wear and tear over the years. No product fault could be detected.